Manufacturer narrative:
Correction to field a1: patient identifier. Device technical analysis: the returned lead was analyzed and visual, microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead was kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that, the complaint of inadequate stimulation due to high impedances leading to a lead revision, the reported event was confirmed. The fracture of the lead was traced to be a component failure. Labeling review: a product labeling review identified that the device was used per the directions for use, dfu / product label. Investigation conclusion: the investigation concluded that the reported event was due to a component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances, and a burning sensation at the stimulation site. Reprogramming was attempted but did not resolve the event as it was noted that several contacts were displaying high impedances. The patient underwent a revision procedure in which the lead was explanted and replaced with two new leads. The patient is doing well post operatively. The lead is in route to the manufacturer for analysis.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances, and a burning sensation at the stimulation site. Reprogramming was attempted but did not resolve the event as it was noted that several contacts were displaying high impedances. The patient underwent a revision procedure in which the lead was explanted and replaced with two new leads. The patient is doing well post operatively. The lead is in route to the manufacturer for analysis.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances, and a burning sensation at the stimulation site. Reprogramming was attempted but did not resolve the event as it was noted that several contacts were displaying high impedances. The patient underwent a revision procedure in which the lead was explanted and replaced with two new leads. The patient is doing well post operatively. The lead is in route to the manufacturer for analysis.

Manufacturer narrative:
Device technical analysis: the returned lead was analyzed and visual, microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead was kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that, the complaint of inadequate stimulation due to high impedances leading to a lead revision, the reported event was confirmed. The fracture of the lead was traced to be a component failure. Labeling review: a product labeling review identified that the device was used per the directions for use, dfu / product label. Investigation conclusion: the investigation concluded that the reported event was due to a component failure.